Manufacturer narrative:
Product event summary: photos and the pscc100 loop catheter with lot number 0012715303 were returned and analyzed. Three pictures were received for analysis. Images showing the spiral array from the loop catheter, there seemed to be no anomalies. The catheter was received with a guidewire inserted and exited the tip approximately 8.75 inches, residue was observed at catheter tip and guide wire junction. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. The guidewire was inserted into the loop catheter and retracted several times without any issue. No anomalies were identified concerning compatibility. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test did not reveal any anomalies. In conclusion, the loop catheter failed the returned product inspection due to the residue stuck in the guidewire lumen of the loop catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, navigation with the guidewire was challenging due to a small left atrium with a patent foramen ovale. The sheath and array repeatedly fell back into the right atrium during attempts to access the left pulmonary veins. In an effort to compensate, the guidewire was advanced widely into the left atrium and inserted into the left superior pulmonary vein in an attempt to catch the array with the sheath. During this maneuver, some tissue was inadvertently caught on the guidewire, and the guidewire became stuck.  There was tissue adherence to the guidewire, blocking access into the catheter lumen. Force was applied to withdraw the array , resulting in complete loss of transseptal position. Due to anatomical limitations and procedural difficulties, an alternative sheath and catheter were used to complete the procedure.  No patient complications have been reported as a result of this event.